Event description:
Two samples with discrepant tsh results. Sample 1, initial result 0.04 ulu/ml. Same sample repeated twice recovered 0.7 and 0.8 ulu/ml. Sample 2, initial result 0.06 ulu/ml. Same sample repeated twice gave result of 2.4 and 2.6 ulu/ml. Initial results were not reported. The field service representative determined there was an analyzer sampling issue. The instrument was repaired.